Event description:
It was reported that right atrial (ra) lead was an attempted implant due to lead was caught in patients' heart on some structure and could not remove. In addition, upon removal the helix was straightened out. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm difficult to remove and helix damaged allegations based on the observation of a deformed helix (stretched-out). Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that right atrial (ra) lead was an attempted implant due to lead was caught in patients' heart on some structure and could not remove. In addition, upon removal the helix was straightened out. The lead was never in service. No adverse patient effects were reported.